Event description:
The patient was undergoing a coil embolization procedure in the internal carotid-posterior communicating artery using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle) and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous and calcified. During the procedure, the physician successfully placed two smart coils in the target vessel using the microcatheter. While attempting to place the next smart coil into the aneurysm the physician experienced resistance. The physician then put the distal end of the microcatheter against the aneurysm and pushed the smart coil in it. Subsequently, the physician attempted to detach the smart coil using the handle; however, the smart coil failed to detach. The physician then attempted to detach the smart coil again after withdrawing the microcatheter a little, but the smart coil would not detach. Therefore, the smart coil was removed. The procedure was completed using three non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil confirmed that the embolization coil did not detach from the pusher assembly. Evaluation revealed that the pet lock was separated; however, the pull wire was not fully retracted from the ddt. If the pull wire was not fully retracted from the ddt, the embolization coil will not detach from the pusher assembly. The root cause of the pull wire not being fully retracted from the ddt could not be determined. The separated pet lock was likely a result of coil detachment attempted during the procedure. During functional testing, the smart coil was unable to be detached with a demonstration handle due to the coagulated blood inside the ddt. Therefore, manual detachment was attempted, and the smart coil was able to be manually detached with resistance due to the coagulated blood inside the ddt. The coagulated blood inside the ddt was likely incidental to the complaint. Further evaluation of the device revealed offset coil winds on the embolization coil. This damage was likely incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02560